Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Updated h6 health effect - impact code to prolonged surgery. Alleged failure: the 1688 ccu shut down mid case. The ccu would turn on with no problems but they lost button functions. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.